Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, chiller temperature (t4) was 26.9 and there was no water in the chiller tank and going to replace the mixing pump and drain and refill the device.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, chiller temperature (t4) was 26.9 and there was no water in the chiller tank and going to replace the mixing pump and drain and refill the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.